Event description:
It was reported, difficulty in flushing/aspirating. Found on u/s to be not in correct location. Found on x-ray to not be in correct location. Patient receiving chemotherapy. Line removed with seuracath attached. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, difficulty in flushing/aspirating. Found on u/s to be not in correct location. Found on x-ray to not be in correct location. Patient receiving chemotherapy. Line removed with seuracath attached and replaced same day. No other information was provided. Additional information: clinical notes:PICC looped into r)ij, naturally descended, loop caused that had a kink in the line, power flushed by causing break in line at 46-47vm mark. Burst occlusion stress noted. Reported by dn as occlusion, uss up neck showed not to be represent, chest x-rap found loop in line with evidence of kink off. Removed and replaced on same day no break in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The returned product sample was evaluated and a kink with a longitudinal split was observed in the catheter between the 46 and 47 cm depth markers, near the distal end of the catheter. An additional kink was observed in the catheter near the 11 cm depth marker, just distal to the securement device. No distinguishing features were seen during the investigation which supported a specific root cause of the observed damage. It could not be determined if the observed damage was related to the alleged catheter malposition. This complaint will be recorded for future trending and monitoring purposes.